Event description:
It was reported that during implant attempt that the doctor was unable to get the setscrew for the rv port to unscrew and accept any lead, even after multiple times. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.